Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of itching and "hard nodules with yellow liquid inside" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported approximately two months after injection with juvederm voluma with lidocaine in the nasolabial folds and marionette lines the patient developed itching at the injection sites. Two days after the itching began, the patient also developed "hard nodules with yellow liquid inside" at the injection sites. "Alcohol" was applied to the sites prior to injection and immediately after injection the patient made use of "ice". After symptoms began, the patient was treated with "allopurinol", hyaluronidase on nodules", "pednisolone", and "triamcicolone on nodules". The patient is improving; the nodules "have improved by 80% with respect to the size of them".